Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported on (B)(6) 2010 by a physician (consultant dermatologist) via a company representative and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B)(4). This case concerns a female pt of unk age. Medical history includes a single fraxel repair treatment in (B)(6) 2008. Concomitant medications were not reported. On (B)(6) 2009, the pt commenced treatment with poly-l-lactic acid (sculptra) injection, single vial of 2.55ml per cheek, batch details 1a7022, expiry date 10/2009. On (B)(6) 2009, the pt received another sculptra treatment, injection of single vial of 2.50ml per cheek, batch details 1a7023, expiry date 11/2009. On (B)(6) 2009, the pt received her third sculptra treatment, injection of single vial of 2.5ml per cheek, batch details 1a8025, expiry date 09/2010. Indication was not reported. The doctor stated that he always makes up the vial the day before using 1-2ml of 1% lignocaine plain and 4-5ml sterile water. After each set of injections, he massages the cheeks himself to ensure there are no lumps, and asks pts to do a massage routine of 5 mins 5 times a day for 5 days. The pt stated that she had done this. Towards the (B)(6) 2009, the pt started to become aware of some subcutaneous nodules within the skin of her cheeks, initially just on the left but eventually on both sides. The pt had been warned that nodules may develop and therefore did not report these. On (B)(6) 2010, the pt went to the clinic as one of the nodules on the left had started to become raised and noticeable in certain lights and the pt was concerned that they were all going to progress and become a problem. The pt currently has 5 small palpable papules on the right cheek and 7 on the left. One of these is visible and about the size of a split pea and the others are the size of a grain of rice. The doctor doesn't think this can be anything other than a reaction to the sculptra but he hasn't seen this degree of reaction before. The doctor presumed that the reaction was due to a local overproduction of collagen and asked if intralesional steroids would help at this stage. The doctor also asked whether he should do a biopsy, although he would rather not.

Manufacturer narrative:
Additional info received 07/23/2010 in the form of results for ptc number (B)(4) poly-l-lactic acid (batch # 1a7022): the review of the DHR (device history records) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Additional info received on 07/29/2010 in the form of ptc investigation results for batch 1a7023/global ptc number (B)(4) and batch 1a8025/global ptc number (B)(4): the review of the DHR and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.